Event description:
Event description guidant received information that the implantable lead displayed an elevated out-of-range impedance measurement. The pacing thresholds remain stable and the r-waves are within normal limits. Guidant received additional information that the patient was brought back for a lead revision. Since the physician could not gain access to place the new lead, they peformed dft testing and isometrics.